Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿dislodgement¿ with a potential root cause of "accidental traction." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out of the patient with the bulb still inflated and intact. The catheter was placed in a laboring patient with an epidural in place to empty the bladder. The patient was fully dilated when the catheter fell out and no trauma was observed.